Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular (lv) lead capture threshold was 3.75 v. The lv trend showed -out of range- measurements. The lv output was programmed to 4.5 v.